Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional patient information is pending at this time.

Event description:
The customer reported that, while using the device on (B)(6) 2018, a patient coded and passed away. The customer claimed that poor ECG led to them losing the patient. This device has been out of support since (B)(6) 2013. The device was reportedly being used for patient monitoring when the incident occurred.

Manufacturer narrative:
It was initially reported that a patient undergoing an MRI examination coded and that poor ECG led to the customer losing the patient. The philips device was not in use during this patient¿s MRI examination and the hospital claimed that they took the risk with this patient and choose not to use the monitor. It was reported that the device did not work well because of its age and the hospital knew this and did not expect it to work well. It was reported to philips that the patient did not die because of the monitor and that likely the monitor would not have shown them the patient¿s decline anyway. The patient¿s death was reportedly not unexpected and was not caused by a cardiac event. The patient had cancer, was in decline, and ultimately died as a result of hemorrhaging in her ¿belly¿. The patient had also been scheduled for a CT scan of her belly, which was scheduled after an MRI and probably should have been conducted before the MRI. It was reported that the time from when the patient had blood flow to the time when the patient did not have blood flow was less than 5 minutes. The patient lost her pulse in the MRI and was resuscitated. The patient was then transferred back to ICU where she lost pulse again. During resuscitation in the ICU, the patient's family asked the hospital to stop resuscitation. During the MRI, the patient was intubated and on 100% o2. The hospital declined to provide any further information about the patient or the incident. The device located at the customer site was not evaluated since it was not in use at the time the incident occurred. Philips asked if the hospital required any additional assistance or if the hospital felt that the device required evaluation by philips. The hospital declined any further assistance from or evaluation by philips. It is unknown how the issue was resolved at the customer site. The device remains at the customer site. No parts were replaced by philips.